Event description:
It was reported that the pt has otosclerosis on both ears, she already had stapedotomy done with a piston. The surgeon decided to reposition the fmt, he thought that maybe also in this case there was a problem of ther interference with the piston she had. It was during this surgery the surgeon discovered that the pt was deaf on that ear. Before implantation of the vsb all normal test were done and the pt looked a perfect candidate for the vsb. The pt was reimplanted on (B) (6) 2010 with a cochlea implant. According to the explantation report the implant was working.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device analysis will be submitted as a f/u report.